Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.there was no reported adverse impact to the customer¿s blood glucose level.